Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of repair order log (B)(4). Per repair authorization form: "cut out during procedure. " (B)(4).

Manufacturer narrative:
Ref e-complaint (B)(4). Please find attached the leep 1000 final MDR submission package, regarding all initial MDR's, and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: · leep system investigation summary · leep 1000 tech bulletin cover letter · tech service bulletin 12151 · project #1676 - leep system 1000 root cause. This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of repair order log (B)(4). Per repair authorization form: "cut out during procedure." Reference e-complaint (B)(4).